Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel"), alopecia ("hair loss"), dysmenorrhoea ("painful menses"), amnesia ("memory loss"), anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure, ablation). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, alopecia, dysmenorrhoea, amnesia, weight increased, anxiety and depression outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, depression, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media post allergic to nickel¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. New events: hair loss, pain, painful menses, memory loss, weight gain, anxiety, depression were added. Removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.